Event description:
Hold af 03/06 it was reported by company representative: "the resident was not in the sling correctly, the resident arms were positioned inside of the sling, not through the arm supports." In accordance to info provided and documented in the incident description form by arjohuntleigh representative: "according to the sales representative - there were no injuries due to this incident. Also, it appears that the sling was too large for the size of the pt;" "facility would not release any info about the actions involved or info dealing with the pt in any way." From the complaint details grid we were informed that the pt involved in the incident received unk injury as a consequence of the event (described as "minor" by facility administrator) which is not related to info provided in the incident description form. The series number of the sling involved in the incident was not provided. The model number is maa4031m-xl (toilet with the head support, size xl). Ref MFR #9611530-2014-00007.